Event description:
The consumer used the product on her thirteen year old daughter's calf for eight hours. When she removed the patch, they realized the skin was burned with multiple blisters. They did not seek medical attention at the time of the incident. Three days after the incident, the blisters became infected and her primary care physician prescribed antibiotics.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.